Event description:
It was reported that the patient presented for an implant procedure. It was noted that the implantable cardiac monitor (icm) failed to be interrogated due to patient's breast implant. The breast implant was removed and the icm was successfully implanted. The patient was stable.